Manufacturer narrative:
A sample device was not returned for analysis. The product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following implantation of an intraocular lens (iol) the lens nucleus drop was performed for the right eye only -the surgery eliminated the previous mosquitosis, but a few regular circular objects have not disappeared, vision recovered in eye at close range (within 2 meters), but not at intermediate or long distances. (Especially at night, vision is poor an vision was deteriorating. Additional information was requested.

Event description:
A non healthcare professional reported that following implantation of an intraocular lens (iol) the lens nucleus drop was performed for the right eye only. Although the floaters that had been present up until that point had been resolved by the surgery, several circle-shaped objects did not disappear. Vision recovered in eye at close range (within 2 meters), but not at intermediate or long distances. (Especially at night, vision is poor an vision was deteriorating. Additional information was requested.

Manufacturer narrative:
Correction information provided in b.5. And h.6. The manufacturer internal reference number is: (B)(4).